Event description:
The customer reported leaking of testosterone 150mg, 0.75ml during an IV push. Although the patient did not receive the entire dose and it was not known how much of the dose was actually received, there was no report of patient or provider harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported leaking of an unspecified medication during an IV push. There was no report of patient or provider harm.

Manufacturer narrative:
The customer¿s report that a syringe leaked during an IV push was confirmed. Visual inspection showed that the distal hub of the 1ml syringe was broken off into 3 pieces and the edges were jagged. Three vertical cracks were observed on the white female luer body (flb) of the texium connector. The cracks extended almost completely from the proximal female end to the distal end of the flb and completely from the interior to the exterior of the flb. There was no evidence of tool marks. Functional testing was not performed due to the damaged condition of the received products. The root cause was identified to be over-torque exerted during use, causing the cracking of the texium body and the syringe male luer hub, resulting in the leak.